Event description:
Information was received indicating that after 12 hours in on an implantable chamber, up and down for 2 hours, an air alarm occurred on a smiths medical pump (with no visible air bubble) being used with a cadd administration set. The pocket was collapsed when the nurses connected it. Flushing was done manually with the arrow pointing upwards on the filter. The pump alarmed "end of infusion" 2 hours before the end of the infusion, so the bag was not finished. There was no reported adverse event.